Event description:
A consumer reports that she has been seeing rings and halos around lights following intraocular lens implant surgery. Symptoms are present during the day and at night. The patient has bilateral intraocular lens implants and both eyes are affected. Follow-up was conducted with the implanting surgeon. No medical or surgical intervention has been required. The lenses remain implanted. MDR for fellow eye: 1119421-2006-00078